Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "high temperature" events were logged in the device's download error log. The increased airstream temperature appears to have been caused by dust and dirt contamination throughout the device's air path. The device's blower assembly, overhead filter, air path foam and air inlet module were replaced to address the issue.